Manufacturer narrative:
The company esp (emergency support program) call rep was contacted by the customer during the ambulance transport. The company rep talked the customer through troubleshooting possible causes for the unit shutdowns. The company rep recommended that the customer verify that the mains power switch was on, the pump was plugged into an electrical outlet, the battery was fully charged, and the battery pack releases were locked in the proper position. After being unable to determine the cause of the pump shutdowns, the company rep advised the customer to take the pump out of service and take it to biomed once they returned to the hospital. After being alerted to the incident, the company service rep contacted the customer's biomed regarding the pump shutdowns, and requested an update on what was found during the customer's evaluation of the pump. The customer performs their own maintenance on their units. The customer took the unit apart and cleared out the dirt and lint that was almost completely covering the power supply vent, per the company service representative's suggestion. The excessive dirt and lint which covered the vent could cause the unit to overheat and shutdown. The unit's operating instructions indicate that the inside of the front cover and power supply intake be vacuumed every six (6) months as part of the preventive maintenance of the unit. Additionally, the customer tested the batteries and discovered that the runtime was shorter than specification, and replaced the batteries. However, the shortened battery runtime was not attributed to the shutdown. The unit's operating instructions also indicate that the battery's runtime be check every six (6) months as part of the preventive maintenance of the unit, and that the batteries be replaced when the operating time is marginal. The customer elected to not have the unit evaluated by a datascope service rep as they are confident in their repairs.

Event description:
The customer reported that during an ambulance transport, while the unit was in use on a pt, the unit shutdown and the screen went black several times. The customer reported that there were no alarms prior to the shutdowns. During the events the unit was plugged into an electrical outlet and the battery was fully charged. No pt injury was reported.